Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01985. This event occurred in (B)(6).

Event description:
Allegedly, acetabular revision has: loosening/lysis.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.